Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible non-flow limiting mural thrombus within the outflow conduit and the close contact of the left ventricular assist system (lvas) and the adjacent trabeculae within the left ventricle could not be confirmed through this evaluation as no images were submitted for evaluation. The report of low flow alarms was confirmed through the evaluation of the submitted log files; however, a specific cause for these events could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the reported subdural hematoma, and decreased right ventricular (rv) activity could not be conclusively established. The controller event log files collectively contained events from (B)(6) 2023 through (B)(6) 2023. Multiple low flow alarms were captured that were associated with elevated pulsatility index (pi) values. No other notable events were observed, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, bleeding, and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 1 of the IFU states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU entitled ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under "anticoagulation", also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6 of the IFU, under ¿right heart failure", also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Subsequent submitted log files continued to capture low flow alarms on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started to have low flow alarms on (B)(6) 2023. The patient was admitted on (B)(6) 2023 with a subdural hematoma, and evacuation was performed. At the time of admission, the patient's blood pressure was 91/57 mmhg. Their mean arterial pressure was 80 mmhg. A ramp study and echocardiogram were performed. This revealed decreased right ventricular activity. The pump speed was decreased from 5800 to 5000. A review of the log file revealed an increase in the recorded pulsatility index (pi) values coinciding with a reduction in the recorded flow values in the periodic log. The event log file history recorded mostly low flow alarms. A further review of the computed tomography (CT) scan revealed a small nonflow-limiting mural thrombus within the stented portion of the conduit from the device to the ascending thoracic aorta. There was no occlusion within this portion of the pump. At the junction of the pump with the left ventricle, there appears to be close contact with adjacent trabeculae which may have caused flow disturbances. Another log file was sent. It revealed the low flow alarms did not resolve and had returned on (B)(6) 2023.